Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their surgery was scheduled for wednesday. It was noted that they were not having a replacement, they were just going to move the device. The patient had asked for a brand new device due to concerns, however it was their understanding that the device was going to be revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the shocking issue was that the battery had moved out of place which caused initial intense pain. The pain was occasionally severe when they moved the wrong way. It was noted that the patient was sitting in a restaurant on (B)(6) 2019 when the battery moved. They indicated the shocking occurred after the battery moved high on their hip and ¿felt like it rocked back and forth on my iliac crest¿. The patient also reported that the leads had moved and could be felt in a different place as it could be ¿felt from the top of the skin¿ and ¿isn¿t an irritation¿. On (B)(6) 2019, the battery had been moved to the patient¿s other hip (and lower this time). The patient stated that the shocking had cleared up and their issues had cleared up. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1seg8, implanted: (B)(6) 2018, product type lead; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported last monday feeling severe pain in the back and hip and it was right where the implant is. Patient stated saturday she turned off the ins and pain may be a little less. There was no fall reported with this event. Patient stated she did inform her doctor's office and they were going to reach out to the rep. Additional information was received on 2019-06-28. Patient reported that she is having something poking her in the back since (B)(6) 2018 and their health care professional said it was the lead . They also reported that they have been having shocking and pain around the ins site since (B)(6) 2019 and it felt like someone hitting her in the back and the pain was intense on the ins area. Patient reports walking, standing, siting and movement intensify the pain they further stated that the therapy is helping her she had one fecal incident (B)(6) 2018. As for intervention taken, patient stated they will be having surgery for ins reposition and lead replacement on (B)(6) 2019. No trauma or fall was related to this issue no further complications were noted or anticipated.